Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 1683ml, indicating the home patient (hp) drained 1283ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had set the tidal total uf removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy setting. The guide also warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation." A review of the labeling for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.